Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction: attaching the one way valve and aspirating the balloon inside the kit, and then removing the iab carefully from the tray. The clinician inserted the super arrow-flex sheath into the pt's left femoral artery. The clinician tried to insert and advance the iab into the sheath; however, the iab could not pass through the end tip of the sheath. The iab and sheath were removed together and another iab was opened and inserted without incident.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.